Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had cracked case at display window corner (all corners), cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.